Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, an adverse event had occurred. The patient stated that he experienced a hypoglycemic event on friday, (B)(6) 2016 where his blood glucose values dropped to around 24 mg/dl. It was stated that the patient was not wearing his continuous glucose monitor (cgm) at the time of the event. The patient stated that his brother was there to intervene and paramedics were called. The patient politely declined to go into further detail as he feels that the cgm system was not at fault. No product defects or failures were alleged. At time of contact the patient's condition was in good health. No additional event or patient information is available.